Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and the reported event was confirmed. An inflation/deflation test was performed on both tubes and it was observed the cuffs held the air. Visual inspection was performed and it was observed that all components are assembled properly. A formal investigation was initiated to address air restriction issues. The device history record was reviewed and no discrepancies were found. Information has been added to the database and trends will continue to be monitored. Additional info: (name, email), (phone#). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use of the device, the cuff had leakage. There was no patient involvement.